Event description:
It was reported that the system would continue generating x-rays after the x-ray switch was released. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the default mode was incorrectly set. He set the mode for hlf instead of digital spot. He was unable to duplicate the uncommanded x-ray reported problem. System operates as intended.